Event description:
Nurse reported via our sales rep, that she was observing a surgery procedure. During surgery, she noted that the surgeon appeared to have problems with the end cap. According to the surgeon, the end cap does not fit into the nail.

Manufacturer narrative:
Na